Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported an epithelial defect with infiltrate in a patient's left eye 12 days post photo refractive keratectomy (prk). Patient complains of blurry vision in left eye but eye is comfortable. Patient was told to stop steroid medications for now. Two antibiotics were prescribed. Patient is alternating the various types of antibiotics every two hours. Epithelial defect with infiltrate is reported to be resolving. Upon follow up, patient's symptoms are improving. Patient has small amount of residual inflammation. Medications are being tapered.

Manufacturer narrative:
A review of the technical service onsite showed that the laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).